Event description:
It was reported that a procedure could not be performed with navigation because the navigation system continued to give an error message even when the device is restarted. There was no pt involvement; no adverse consequence was associated with the event. The procedure was done without navigation.

Manufacturer narrative:
It was not possible to determine the cause of the event without an eval of the device. Additional info will be submitted if the device is received and the quality investigation is completed.